Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore,29 retention samples from bd inventory were evaluated by functional testing and the issue relating to stopper creepout was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper creepout. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® serum tube there was stopper creep out or loose closure. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: after blood collection, the hemoguard cap was removed for testing and recapped after testing. According to the customer¿s report, however, the cap became loose with the reported lot. Bdj¿s sales rep. Has confirmed that there was no problem with tightness of the cap during blood collection (under vacuum); and that there was no problem after blood collection before the hemoguard cap was removed.

Event description:
It was reported when using the bd vacutainer® serum tube there was stopper creep out or loose closure. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: after blood collection, the hemoguard cap was removed for testing and recapped after testing. According to the customer¿s report, however, the cap became loose with the reported lot. Bdj¿s sales rep. Has confirmed that there was no problem with tightness of the cap during blood collection (under vacuum). To add, there was no problem after blood collection before the hemoguard cap was removed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.